Event description:
This device was returned with oos documentation from biotronik representative. Per the oos, this device could not establish telemetry. The physician replaced this device with a medtronic device. There are no adverse events reported for this patient.